Manufacturer narrative:
B5 updated with additional information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the initial reported nohss of 17 was the baseline/admitted nihss. At 24-hour post-op, the patient's nihss remained 17 and was improved to nihss 10 at time of discharge on (B)(6) 2023. The index procedure was thrombectomy of initial clot which was in the right middle cerebral artery (r-mca, m1). The vasospasm location was not specified beyond noting it occurred in the "intracranial, cerebral vessels."

Event description:
Medtronic received a report that the patient experienced vasospasm during the procedure and was treated with nimodipine. Post procedure, the patient had a intracerebral hemorrhage- remote (rih) on 24 hour CT. There were no actions or treatment for the intracerebral hemorrhage. The mrs score was 0 and nihss score was 17. The event was not a recurrent or new stroke and didn't result from a device deficiency. The hemorrhage had a causal relationship to the disease under study and the vasospasm was not related. Both events were not related to an underlying condition or disease. The vasospasm was recovered/resolved and the hemorrhage was recovering/resolving.  The site assessed the vasospasm as causally related to the procedure and the hemorrhage as not related to the device or procedure. However, the sponsor assessed as possibly related to the procedure. Additional information was received that the catheter used was a react-68. Pre-procedure mtici score was 2a and post-procedure was 3. Ancillary devices include an embotrap iii.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.